Event description:
Parent reported the insulin delivery of the infusion device is too low, and the infusion device lost the time settings. Pt flew on an airplane at the beginning of (B)(6) 2011, and went through the security check. Pt then changed the battery, and the infusion device lost the time settings. Pt experienced elevated blood glucose, and her pt read the infusion device history using the software program. Elevated blood glucose was successfully corrected using the infusion device and an insulin pen. During troubleshooting, it was found the cartridge change procedure was not completed correctly. The infusion needle is changed every 3 days and the tube every 7 days. Parent was referred to the user's guide. Pt did not have an infection or start new medication. The infusion device was replaced and requested for eval. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental.